Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A distributor contacted heartsine to report that a customer¿s device was not powering on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Event description:
A distributor contacted heartsine to report that a customer¿s device was not powering on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was found to be unable to switch on. A review of the memory logs showed significant fluctuations in temperature were observed around the time of the low battery fails this fault was attributed to the device being stored outside the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.